Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump record error code 1270, which pointed to a faulty microprocessor board. After investigation the results indicated a reportable malfunction due to the microprocessor board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microprocessor board.

Event description:
It was reported that the screen was out of service. The customer returned the product for the screen being out of service, and during physical inspection it was found that the pump recorded error code 1270. There was unknown patient involvement.